Manufacturer narrative:
Investigation: bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that after collection and centrifuge using a bd vacutainer® sst¿ blood collection tube, there was no separation and the gel was still at the bottom. There was no report of injury or medical interventions.